Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
Initial reporter: company representative.